Event description:
Complainant alleged that the autopulse® platform continues to display an error code that will not clear. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 10/10/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and found that the top cover and encoder cover were damaged. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was confirmed; the platform displayed both user advisories (uas) 11 (max patient temperature exceeded) and 41 (patient temperature sensor failure) messages. Further inspection determined that the ua codes were due to the pdb (power distribution board) not functioning properly. Following replacement of the pdb, functional testing was performed with a lrtf (large resuscitation test fixture) for approximately 27 minutes with no faults observed. A review of the archive was performed and no user advisory codes were observed on the reported event date of (B)(6) 2014. However, multiple ua 41 as well as ua 18 (max take-up revolutions exceeded) codes occurred on (B)(6) 2014. Based on evaluation of the platform, the cause of the ua 41 was determined to be the pdb not functioning properly. The archive data confirms that there was no patient or object on the platform at the time the ua 18 codes were displayed. It should be noted that a ua 18 is considered an expected outcome in such circumstances when there is no load placed on the platform. Based on this data, the cause is confirmed to be no load change detected at the load plate due to no object placed on the platform. Based on the investigation, the parts identified for replacement were the top cover, encoder cover, and power distribution board. In summary, the reported complaint was confirmed based on functional evaluation as well as archive review. The platform displayed both ua 11 and ua 41 codes during functional testing which were attributed to the pdb not functioning properly. The archive data also showed the platform displaying multiple ua 41 codes on (B)(6) 2014 as well as ua 18 codes. The ua 18 codes were found to be due to no load detected on the platform's load plate due to no object being placed on the platform. Following service, the device passed all testing criteria.